Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to high rate non-sustained ventricular tachycardia (vt) episodes and sensing integrity counter (sic). Further investigation revealed the high rate non-sustained vt self-terminated, the lead was functioning normally, and the physician recommended no programming changes. The lead remains in use. No patient complications have been reported as a result of this event.